Event description:
Reportedly, during a follow-up two years after implantation, it was discovered ventricular pacing failure as well as low impedance below 200 ohms and artifacts. The lead was explanted on (B)(6) 2024.

Event description:
Reportedly, during a follow-up two years after implantation, it was discovered ventricular pacing failure as well as low impedance below 200 ohms and artifacts. The lead was explanted on (B)(6) 2024.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. The review of the provided patient files confirmed the reported low ventricular impedances and ventricular over-sensing, since (B)(6) 2024. Analysis of the returned lead revealed electrical impedances values on the lead body lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal tube of the lead on the lead body, an alteration was observed at 260 mm from the connector pin, resulting in a short-circuit between the electrical lines. This finding can explain the reported electrical issues with this lead. The investigation results are retained and used for trending purposes. Please refer to the attached report.